Event description:
It was reported that the patient presented in emergency room for possible infection. It was noted the two holes were seen along the incision and below. The pacemaker, right atrial (ra) lead and right ventricular (rv) lead were explanted. The infection however was not related to the products and the procedure. The patient was stable throughout.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.